Event description:
It was reported that a large volume intermate had a black mark on a reservoir. This was identified during storage. The device was filled with an unspecified amount of saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed a black particle, approximately 0.02 square mm in size, embedded in the material of the stressmember. The particle was not in contact with the fluid pathway as it was completely embedded. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.